Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced force issues and magnetic sensor error which are not reportable events. After catheter was change procedure went well without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned that shaft was broken open about 10 mm from the transition with the tip lumen leaving internal parts exposed as also broken braid. This finding is reportable because it possesses a high risk to contribute in thrombus formation and an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and experienced force issues and magnetic sensor error which are not reportable events. After catheter was change procedure went well without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned that shaft was broken open about 10 mm from the transition with the tip lumen leaving internal parts exposed as also broken braid. This finding is reportable because it possesses a high risk to contribute in thrombus formation and an adverse event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that shaft was broken open about 10 mm from the transition with the tip lumen leaving internal parts exposed also the broken braid. A scanning electron microscope (sem) was carried out and it was found that the damage presented evidence of elongations only on the ruptured section of the body. These elongations observed could be related to an application of a force that induced a plastic deformation until rupture. This condition was not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer. Per the event reported, the catheter was tested for sensor, carto functionality. The catheter failed during the carto test error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to address potential pcb issues/intermittency and thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).